Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the day before yesterday, they went to charge the stimulator and the screen showed that the stimulation was off, so they tried to turn the stimulation on; however the vibration just went through their body so quickly, so they had to turn the stimulation back off as they couldn't stand the vibration. Pt wanted to know how they could correct "it." Pt also mentioned that the controller battery and the implant were full. During the call, pt tried to turn the stimulation on again to see if they could adjust the stimulation or switch to a different group however, they still got vibration through their body and was so severe.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.